Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was 15 mmol/l. Customer¿s mom stated that she noticed that the black plastic on the pump where the reservoir goes is missing. Customer noticed his blood glucose levels have been low today and is wondering if that can cause the pump to send more insulin. Customer reported that insulin pump fell out of the pump pouch they have. The insulin pump will be returned for analysis.